Event description:
Same case as user medwatch #: (B)(4). It was reported that a rotalink burr became stuck in the vessel. The lesion was located in the very calcified and tortuous right coronary artery. The proximal end of the lesion was dilated. A 2.0mm rotalink burr was then selected and advanced to treat and target lesion. Atherectomy was successfully done in the proximal end of the lesion. The rotalink burr was then directed down to a more distal lesion; however, while still in the proximal end of the lesion and without deceleration of the rotalink burr, the rotalink burr suddenly stopped. It was then noted that the burr became lodged in the calcified area of the vessel. The burr was unable to be retrieved despite numerous techniques applied and prolonged effort. The patient was transferred to the or for surgery. The burr was ultimately left inside the patient and bypass surgery was then done to circumvent the burr. It was reported the patient did well during the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that an attempt to rotablate with a 1.5mm rotalink burr was unsuccessful, therefore a 2.0mm rotalink burr was selected and advanced to treat the target lesion. The 2.0mm burr did not detach. The wires and everything else were cut off and removed from the burr. The burr itself could not be removed so it was left in the proximal rca. Patient recovered post surgery.